Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device had a false positive detection, when nothing to detect was present. There was no patient involvement.

Manufacturer narrative:
Additional information: evaluation summary: the device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received by medtronic. The visual inspection found that the front console was broken. The reported condition was not duplicated. The investigation found that the unit had ferrite cores on both the mat plug and accessory plug. The ferrite sometimes causes electrical interference and sometimes false positive detections on the hardware and could be the probable root cause of the customer's report. The ferrites were removed to prevent future electrical interference. Corrective actions have been implemented to mitigate this issue. The service center reported that the unit was found to have corrupt software causing the unit to boot up partially then go to a black / blank screen. The investigation identified the root cause of the reported event to be the software. The software was re-installed to address the condition. The service center reported that the front console was broken. The investigation isolated the failure to the front console, but a root cause was not identified. The probable root cause could not be determined based on the information provided. The front console was replaced to address the condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per additional information. Confirmed it to be a false positive detection in which the staff could not locate the sponge though their count was correct. Wands were in use. The console was swapped out.